Event description:
A malfunction was reported with the customer's pump, which led to an unknown high blood glucose level as the specific value was not provided. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support arranged for a replacement pump due to the malfunction. The customer will use multiple daily injections (mdi) as a backup.